Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that near the end of her day she was shopping at (B)(6) and got so thirsty that she opened a pack of water and guzzled one down, then decided to go home where she tested and her blood glucose was over 400 mg/dl. The customer was assisted with troubleshooting. The customer got home and did a manual injection for five units, swapped out infusion set and reservoir. The insulin pump will not be returned for analysis.